Manufacturer narrative:
The following devices were also listed in this report: unknown_cork_product; cat# unk_shc; lot# unknown it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported that the patient's left hip was revised due to possible infection. An exchange was performed of the 36f x3 liner and 36 +0 biolox head for similar stryker devices. Rep reported that no further information will be available.